Event description:
Customer alleges that he received values of 98 mg/dl and 186 mg/dl back to back on his advantage system. No action or inaction taken based on these values. Requested return of suspect device and replacement was sent.